Event description:
Pt reportedly obtained a result of 2.3 inr on the coaguchek and 3.5 inr on an additional professional coagulation device. No action was taken based on device results as it was performed during a study. No adverse event reported. Coaguchek test system: strip lot 443a, 4/30/08. Comparison performed in a medical facility.

Manufacturer narrative:
Suspect device is strip lot: cat/3116247.